Event description:
Caller reported that the customer received a reading of 123 mg/dl at 9:00 pm on (B)(6) 2012 which was higher than she felt and self-administered 12 units of novolog based on this reading. It was further reported the customer then "went to eat a light snack" and later around 10:15 pm experienced the symptom that was described as "unresponsive". The customer's son-in-law "noticed (the customer) was unresponsive" and had experienced a loss of consciousness. Caller reported checking customer's blood glucose level on her adc meter, obtaining a reading of 68 mg/dl at 10:15 pm and "gave her glucose gel and squeezed I(t) her mouth". Paramedics were called and upon arrival at 10:23 pm, performed a test on their unknown brand of meter, received a reading of 40 mg/dl and administered additional glucose gel. There was no report of death or permanent injury associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).